Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons on insulin pump was not responding. Customer¿s blood glucose was unknown. Customer stated that time advances during the issue as minute changes. Customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.